Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-oct-2022. [Additional information]: on 12-oct-2022, additional information was received. The information indicated that the microcatheter used was a prowler select plus microcatheter (606s255x / 30763322). A pre-deployment electrical check was performed. All connections fit properly without application of excessive force. There was no intervention through the manipulation of the of the microcatheter on the 4th attempt to get the pulserider to detach. The event did not result in any clinically significant delay in the procedure. E.1: (B)(6). Updated sections: b.4, e.1, g.3, g.6, h.2, h.10, and concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a pulserider-assisted embolization procedure targeting a lesion at the apex of the basilar artery, a pulserider t shape, 8mm , 2.7 ¿ 3.5mm aneurysm neck reconstruction device (anrd) (201d / 3075256516) was implanted at the target lesion. The physician attempted to detach the pulserider anrd after coil embolization. On the first attempt, the light was blinking green and turned to lit and the intermittent beep sound was heard. The second attempt, the beep sound was heard, the detachment light turned red indicating a detachment error. When the concomitant prowler select plus (psp) microcatheter was raised to confirm detachment, the microcatheter went toward one leg, indicating the other leg was not detached. The physician pulled back the pulserider delivery wire a little to confirm detachment. Detachment attempt was made again by lowering the proximal section of the microcatheter to the detachment marker. A third attempt was made to detach, the beep sound was heard but the detachment light once again illuminated red and a detachment error showed. A fourth detachment attempt was made and the beep sound was heard, the detachment light illuminated red again with the error; the microcatheter was carefully raised and came between the left and right legs. Detachment was confirmed. The detachment procedure was reported to be precise. The procedure was completed. A continuous flush was maintained through the microcatheter. There was no negative impact to the patient.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during a pulserider-assisted embolization procedure targeting a lesion at the apex of the basilar artery, a pulserider t shape, 8mm , 2.7 ¿ 3.5mm aneurysm neck reconstruction device (anrd) (201d / 3075256516) was implanted at the target lesion. The physician attempted to detach the pulserider anrd after coil embolization. On the first attempt, the light was blinking green and turned to lit and the intermittent beep sound was heard. The second attempt, the beep sound was heard, the detachment light turned red indicating a detachment error. When the concomitant prowler select plus (psp) microcatheter was raised to confirm detachment, the microcatheter went toward one leg, indicating the other leg was not detached. The physician pulled back the pulserider delivery wire a little to confirm detachment. Detachment attempt was made again by lowering the proximal section of the microcatheter to the detachment marker. A third attempt was made to detach, the beep sound was heard but the detachment light once again illuminated red and a detachment error showed. A fourth detachment attempt was made and the beep sound was heard, the detachment light illuminated red again with the error; the microcatheter was carefully raised and came between the left and right legs. Detachment was confirmed. The detachment procedure was reported to be precise. The procedure was completed. A continuous flush was maintained through the microcatheter. There was no negative impact to the patient. Based on complaint information, the device remains implanted and is thus not available for evaluation. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. A review of manufacturing documentation associated with this lot (3075256516) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.